Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm customer stated that the self test was performed hardware low level failures error occurred and the problem still persisted. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
S/w version = 2.9d. Retainer ring = clear. Case type = ngp . Customer returned pump for alleged pump error 63 and pump error 15 found on (B)(6) 2021. Pump passed displacement test and self test. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 63 variable 3 in pump downloaded history on (B)(6) 2021 at 07:52:31.000 due to ambient light failure. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 1 due to moisture damage. Verified the pump alarmed pump error 4 in pump downloaded history on (B)(6) 2021 at 07:55:08.000 due to hardware error. Verified the pump alarmed pump error 15 in pump downloaded history on (B)(6) 2021 at 07:18:02.000. Pump error 15 was not noted during testing after pump fully booted up. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked retainer and pillowing keypad overlay. Pump passed all testing, however, pump error 63 variable 3 confirmed due to burnt trace at pin 1 of u1. Pump error 4 was confirmed due to hardware anomaly. Pump error 15 was not noted during testing. Pump error 15 was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.